Event description:
It was reported that the patient's ejection fraction (ef) dropped and the suspected cause was due to the pacing activation of the implantable pulse generator (ipg). The ipg was eventually explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) and the patient's ef improved. It was noted that the patient is taking part in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.